Event description:
A biomedical engineer reported that there was inadequate vacuum during the vitrectomy portion of a cataract procedure. The sys had worked as expected during the phaco and irrigation/aspiration portion of the surgery. The intraocular lens (iol) was not able to be implanted. Additional info was received from the biomedical engineer indicating that although he was unsure as to why the anterior vitrectomy was being performed, he had been told by the surgical technician that the case had to be aborted and the procedure was completed at a different facility due to the reported vacuum issue. A company service rep went to the site and the sys was checked but the issue could not be replicated. Since this event, there have been no further problems with the system. The safety office additionally reported that upon completion of cortex removal, the surgeon indicated that the pt had sustained a large temporal zonular dehiscence which required the need for an anterior vitrectomy. Because the vitreous cutter would not aspirate, the pt was sent to another surgical facility where a secondary procedure was performed. The surgeon left the pt aphakic and will wait for the eye to "quiet down" before proceeding with a possible dsaek procedure. It is unk at this time if the pt will receive an intraocular lens. The pt is currently reporting eye pain and is using an antibiotic drop, non-steroidal anti-inflammatory drop, and a steroidal anti-inflammatory drop.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause could not be determined. (B)(4).